Event description:
Shunt was implanted 4/98. Patient admitted with speech difficulties on 3/24/99. Unable to aspirate csf from shunt pump site. Needle inserted into the reservoir. Clear color of csf aspirated. Injection produced back flow into the ventricular system layering in the occipital horn. Flow down the distal shunt tubing into the abdomen not observed. Strongly suspect distal shunt obstruction with proximal patency from site of injection towards the brain. Was revised with same level valve. Reference MFR report #2021898-1999-00059 for peritoneal catheter.